Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. Troubleshooting was performed, and the drive support cap was loose. The displacement and self test were done and they passed. No further information was provided.